Event description:
It was reported that the programmer's markers were misaligned with the programmer's electrocardiogram (ECG). The status of the programmer is unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed misaligned markers. It was also found that the programmer's battery would not charge.

Event description:
The programmer has been returned to service.

Manufacturer narrative:
Failure analysis was performed on the battery. Visual inspection did not reveal any anomalies. Benchtop analysis found no light-emitting diode (led) indications. When the battery was inserted into a programmer the charge led flashes. When ac power is removed from the programmer the programmer shut down. After attempting to charge the battery the programmer shut down again after removing ac power. Battery analysis indicated a permanent battery failure. Conclusion: it was confirmed that the battery would not charge.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.